Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Depuy synthes has been informed that the product code and lot number are not available. Associated medwatch: 1221934-2017-10027.

Event description:
The sales rep reported the coracoid guide and length of pins made it difficult for him to get a good parallel placement. Both the top hat drill and the tap were dull and difficult to seat. When inserting the screws into the top hats, the graft fractured and we lost both screw holes. He finished by free handing a guidewire and drill and just using one screw. Definitely delay of time and patient consequence, it added about an hour and a half to the case time.